Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the fractionated of inspired oxygen (fio2) reading was fluctuating between the set reading of 70% and going down to 60% by itself. The device was not changed out, as the user monitored the pt gases and used the unit to complete the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). Technical support advised the fsr that the oxygen (o2) sensor may be faulty or the gas line may have been partially occluded to cause the reported issue. The fsr replaced the o2 sensor in the system. With the sensor replaced, the unit operated to MFR specifications and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.